Manufacturer narrative:
(B)(4)

Event description:
It was reported that the collar was broken. The target lesion was located in the right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During the procedure, outside the patient's body, it was noted that the collar was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube and collar was microscopically inspected. Inspection revealed a complete separation at the collar and the ptfe(polytetrafluoroethylene) was completely pulled out of the collar with additional collar damage, extruded shaft material was separated from proximal end of collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the collar was broken. The target lesion was located in the right coronary artery (rca). A guidezilla guide extension catheter was selected for use. During the procedure, outside the patient's body, it was noted that the collar was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.